Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. On the same day as event onset, the patient presented to the emergency room with another indication and was hospitalized and subsequently diagnosed with peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, the cause of the peritonitis was determined to be related with common bile duct (cbd) cancer. At the time of this report, the patient was discharged from the hospital and has recovered from the peritonitis event. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event¿ should additional relevant information become available, a supplemental report will be submitted.